Event description:
The customer observed a falsely elevated architect stat troponin-I result for one sample. The following data was provided (customer¿s normal range is 0.00 to 0.29 ng/ml): sid (B)(6) initial result = 0.347 ng/ml, the sample was repeated five time with results ranging from 0.186 to 0.949 ng/ml, repeat on another architect instrument = 0.009 ng/ml, a new sample was collected which generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and found the vacuum vessel fitting was broken. The fsr replaced the vacuum vessel rebuild kit which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the vacuum vessel rebuild kit did not identify any tends. A review of tracking and trending for the architect i2000sr did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(4) was identified.